Event description:
The respiratory therapist was testing the device before placing it onto a pt. Respiratory therapist discovered the high pressure alarm would not sound and the device would not dump excess pressure. There was no pt involvement.